Event description:
It was reported that stent fracture occurred. The 70% stenosed target lesion was found in the tortuous and calcified mid right coronary artery. A synergy xd drug-eluting stent was selected for the treatment. The device could not cross the lesion, and the stent's edges were found to be damaged upon removal. The device was removed intact, and the procedure was completed with a new stent. No patient complications were reported.